Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. Preparation was performed as usual. When the farawave catheter was inserted and back flow was confirmed, a large amount of air was drawn in from the flush port of the faradrive steerable sheath clear. The syringe was changed several times and air was aspirated, and air was drawn in continuously. The procedure was completed using different faradrive steerable sheath clear. No patient complication was reported. The product is not expected to return as it was disposed.